Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Concomitant bwi products: product: carto 3 system, us catalog # fg540000, serial # (B)(4). Product: smartablate system rf generator, us catalog # m490007, serial # (B)(4). Product: smartablate irrigation pump, us catalog # m490008, serial # (B)(4). Product: pentaray nav high-density mapping eco catheter, us catalog # d128211, lot # 17235667l. Product: webster electrophysiology catheter, us catalog # d6dr005rt, lot # 17247683m. Product: webster electrophysiology catheter, us catalog # d610drp10rt, lot # 17074235m. Product: preface guiding sheath with multipurpose curve, us catalog # 301803m, lot # 17229082. Product: heartspan transseptal needle & stylet kit, us catalog # fnd01902, lot # q790077. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool smart touch bi-directional navigation catheter and suffered a cardiac tamponade. The patient's medical history is unknown. At the beginning of the ablation phase, patient's blood pressure dropped was noticed. A pericardial effusion was confirmed by intracardiac echocardiography and transesophageal echocardiography. A surgical intervention was later confirmed by bwi representative for the pericardial effusion and required extended hospitalization in ICU. This intervention was performed on (B)(6), 2015. The physician's opinion regarding the cause of this adverse event is that this event was procedure related, likely occurred during transseptal. Minimal ablations were performed around posterior left inferior pv before symptoms were noted. There were no reports of malfunction with any of the bwi products. Settings during the event include: power control mode with st ablation catheter, all defaults cut-offs, power at 20 watts only used on posterior wall of lipv and flow setting during ablation of 17 cc/min and mapping of 2 cc/min. The patient received anticoagulation and maintained during procedure in a range of 300 - 350 s.

Manufacturer narrative:
Evaluation summary for analysis results. While bwi complaints system is updated, the mapping will be done manually. (B)(4). It was reported that a patient, (B)(6), male, underwent an atrial fibrillation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered a cardiac tamponade. The patient¿s medical history is unknown. At the beginning of the ablation phase, patient¿s blood pressure dropped was noticed. A pericardial effusion was confirmed by intracardiac echocardiography and transesophageal echocradiography. A surgical intervention was later confirmed by bwi representative for the pericardial effusion and required extended hospitalization in ICU. This intervention was performed on (B)(6) 2015. The physician¿s opinion regarding the cause of this adverse event is that this event was procedure related, likely occurred during transseptal. Minimal ablations were performed around posterior left inferior pv before symptoms were noted. There were no reports of malfunction with any of the bwi products. Settings during the event include: power control mode with st ablation catheter, all defaults cut-offs, power at 20 watts only used on posterior wall of lipv and flow setting during ablation of 17 cc/min and mapping of 2 cc/min. The patient received anticoagulation and maintained during procedure in a range of 300 ¿ 350 s. The bwi failure analysis lab received the device for evaluation. Upon receipt, the catheter was visually inspected and it was found in normal conditions per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.